Manufacturer narrative:
Patient weight is unavailable from the facility. Device lot number and expiration date are unavailable. The device was discarded before this information could be obtained. (B)(4). Device manufacture date is dependent on the device lot number, thus is unavailable.

Event description:
It was reported that during a lead extraction procedure to remove 3 non-functioning leads, the patient experienced a tear to the superior vena cava (svc). Reportedly, the leads were prepped with lld devices and a 14f glidelight laser sheath was used to advance down the lv lead. When the device reached the ra, the blood pressure dropped and a pericardial effusion was identified. A bridge rescue balloon was deployed to stabilize the patient. A sternotomy was performed and a large tear to the posterior svc was found. The patient was then put on bypass and repair of the injury commenced. The tissue reportedly kept tearing during repair, but repair was eventually successful with a patch.